Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not receive any intervention for the high hematocrit (hct) as this is their baseline.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 05-may-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of cardiomyopathy experienced a controller fault alarm due to a depleted internal battery. The patient was admitted and underwent a controller exchange procedure. The ventricular assist device (vad) restarted without issues. On initial log file review, it was noted that the power consumption was higher than expected. This was attributed to the patient's high hematocrit level of forty-seven and appears to be the baseline. The vad remain in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 21-apr-2025 h3: yes, dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) battery ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. No performance allegations were made against the battery. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to revaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Internal visual inspection did not reveal any anomalies. Visual inspection revealed contamination inside of the serial port, both power ports, and the pump connector. Additionally, visual inspection revealed scratches on the controller's liquid crystal display (lcd) on the front panel window. The observed scratches did not interfere with the functionality of the display. These are additional findings not related to the reported event, likely due to handling of the device. Review of the alarm log file revealed one (1) controller fault alarm logged on (B)(6) 2025 at 08:45:33, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period, and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Log files also revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 14:37:47 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed an consistent increases in power consumption to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can led to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.